Event description:
Balloon ruptured during use, although there was no problem at inflation test.

Manufacturer narrative:
The biliary catheter was found to have the balloon latex pulled out from under the proximal wingdings. There is no damage to the windings. The catheter does have dried blood on the distal windings.